Event description:
The customer reported the system mixed up images and would display black images. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and formatted the hard drive and reloaded software. The system operates as intended.